Manufacturer narrative:
E1 customer address: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise on image. Based on the results of the investigation, an electrical problem was identified but a root cause could not be established for any of the reported malfunctions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope presented an image blackout and whiteout. The event occurred during reprocessing. There were no reports of patient involvement.